Event description:
The user experienced an issue with calcium results drifting high a few days after the black water tank was changed. The user stated sample results from the c501 for over 50 samples are 1.5-1.8 mg per dl different from the results on the integra. The user could not provide specific data. None of the erroneous results were released. The user reported the results from the integra. The field service rep could not find a cause. He performed precision testing, adjusted the calibrator setpoint and performed a wash on the reaction parts.

Manufacturer narrative:
The investigation determined the issue was not related to the reagent or to the application. According to feedback from the customer, it was assumed the event was caused by poor water quality in the lab as well as poor centrifugation conditions. Replacement of the stat spin centrifuge and improving the water quality helped to bring the calcium results back to the regular level. Since these changes, there have been no further events.